Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert appeared in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer had attempted to resolve the issue using different charging supplies without success and confirmed that the pump remained plugged into a working outlet for at least 30 minutes. Tandem technical support decided to replace the pump since it could not be charged, and the customer will continue to use their current pump for insulin delivery.